Event description:
It was reported that on (B)(6) 2016, the doctor was attempting to place a 1104b intracranial pressure (icp) monitoring catheter in female patient, who was in liver failure, and whose age was not provided, but since he was not able to zero the catheter, it was not placed. The catheter was not able to be zeroed to atmosphere even with use of the zeroing tool. The medical team tried to disconnect and reconnect the catheter to zero it but they were unable to do so. The doctor then discarded the catheter and placed a new 1104b catheter into the patient. There was no patient harm or injury reported. The new replacement catheter was able to be zeroed without any problem.

Manufacturer narrative:
Integra has completed their internal investigation on 12 may 2016. The product was discarded and thus not returned for evaluation. A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. The number of units, model 110-4xxx, (B)(4) apr-2015 through mar-2016 divided by the number of confirmed reports (B)(4) and multiplied by 100 results in a failure rate percentage (B)(4). Conclusion: a review of the device history record did not reveal any anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Additional information received from the complainant does not allow for confirmation or denial of reasonably foreseeable misuse of the catheter or accessories. Additionally, because the product was not returned for evaluation, no root cause could be established for the failure mode described in the customer complaint.